Manufacturer narrative:
Updated fields - b4, d8, g1, g3,g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion) h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they tightened the connections, and the unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave iabp (intra-aortic balloon pump) had helium leak/ not passing test. There was no patient involvement.